Event description:
This is an ongoing problem for many months with my dexcom g6 monitor. I love using it and how it helps me monitor my blood sugars, especially through the night, but cannot continue to use it due to severe rash break outs by the third day of wearing it on my skin. I have tried many barriers and the rash still erupts around the third day. I have tried it on my stomach areas and arms, but all areas break into the rash that takes many days to heal. I don't have allergies or skin problems on a normal basis and it didn't seem to do this when I first started using the dexcom. I hope they can change the formula of the glue to fix this issue that so many people seem to have. I would love to once again use this for my diabetic care. FDA safety report ID # (B)(4).